Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2009 and performed to specification up to 21st november 2010. On the 28th november 2010 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 31st march 2011 when the device was power cycled passing a self-test. On the 13th july 2011 an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 15th august 2015 and the final history log entry on 21st august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.